Event description:
It was reported that the indication for use was post surgery coronary artery bypass graft. On (B)(6) 2009, the intra-aortic balloon (iab) was inserted sheathless and the perfusionist was unable to calibrate the fiberoptix sensor (fos). The key was in the slot, but the pump did not recognize the balloon. The perfusionist could not recognize the second click. The pt's condition improved and a second iab was not needed. The insertion failed due to a kinked spring wire guide. Additional info received on 03/23/2010 by the perfusionist stated that the hosp was going to use the iab catheter in the traditional mode (non fiber optic), but the insertion failed due to a kinked guidewire. Another iab catheter was used. The pt left theatres okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.